Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was programmed to pace the patient at 75 bpm yet the patient's intrinsic rate was recorded at 68 bpm with no pacing therapy delivered. The lead measurements fell within normal limits. After completion of the lead impedance measurements the ICD began to pace the patient appropriately.